Event description:
Had surgery to remove rupture mentor memorygel implants. This was my second surgery to remove ruptured mentor memorygel implants. Ever since these implants were put in me my life has change I have extreme pain at scar tissue, sleep disorders hair loss.